Manufacturer narrative:
Product event summary: the pump was returned for evaluation. The reported event of "high power" could not be replicated but were confirmed with log file analysis. Post-explant functional analysis revealed that the pump failed to meet pre-implant requirements with power average consumption of 1.94 watts with power shifts exhibited during testing. Dimensional verification revealed a deviation from the front preload specification. Given that the pump met specifications prior to release, this deviation was likely introduced during the use of the device. Based on this and the lack of impact on the wet test power consumption, this deviation is not expected to impact pump performance. Pathology report revealed evidence of thrombus within the pump. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed 73 high watt alarms starting (B)(6) 2017 and an increase in power consumption starting (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed dimensional verification. Functional testing revealed a power shift condition during the wet test. Given that the device met specifications prior to release, the power shift condition was likely the result of a clinical challenge to the pump and not the initial source of the reported event. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power (increased to 18 watts). Thrombolysis therapy was initiated for a suspected pump thrombus. However, it was elected to exchange the pump on the following day. The patient was stable in the intensive care unit (ICU) following the pump exchange. No further patient complications have been reported as a result of this event.